Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation, the atrial lead exhibited a decrease in sensing and an increase in capture thresholds. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.